Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed volume test. No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information received by smiths medical on 06-jan-2021 via email that the event occurred during testing and no patient involved. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with two missing separators. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. According to the investigation, delivery accuracy tests found the pump to be out of in-house specification of +/-6%. The pump's expulsor will be replaced in order to bring the delivery into more normal of a range. The problem source of the reported problem is unknown.